Event description:
It was reported that the patient experienced a syncopal episode. A review of the patient's electrocardiogram noted the patient had experienced a period of ventricular stand still. A device check was performed and showed all measurements to be within normal limits. During the device check, threshold testing was repeated three times. During the third threshold attempt, pacing failed and the patient received external pacing until the implantable pulse generator (ipg) resumed pacing. The clinician did not note if the pacing failure was due to a failure to output or if possible sensing problem or oversensing had occurred. The clinician decided to replace the implantable pulse generator (ipg) and right ventricular (rv) lead since the cause of the pacing failure could not be determined. The right ventricular (rv) lead was capped and the implantable pulse generator (ipg) was replaced. No further patient complications have been reported as a result of this event.